Manufacturer narrative:
(B)(4).

Event description:
During the index procedure the physician used three in.pact admiral balloon catheters to treat a lesion in the right sfa to popliteal vessel. A complete se stent was also implanted to treat a dissection that occurred during the index procedure. It was reported that the patient suffered from stent occlusion in the right sfa approx. Two years post index procedure revascularization occurred using an unknown pta. It was reported that it was 'possible' that the event was related to the device /procedure and drug. The event was resolved.

Manufacturer narrative:
Cec has adjudicated that the reported event was related to the device and not related to the procedure or drug.

Manufacturer narrative:
The lesion had 100% stenosis prior to the previously reported revascularization of the right sfa. During the revascularization, the patient was treated with one pacific plus balloon, one in.pact pacific balloon, one in.pact admiral balloon and non-medtronic ballooning.